Event description:
Sensor failed long before it was supposed to end and the general issues with this glucose monitor are quite apparent it should have never been moved into production. Abbott or dexcom should show in actual use how these products do their job as they don't do it within the specs required.